Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their right molar broke. They need to have emergent dental done as the crown broke in half and exposed a hole in their tooth. Restoration of the tooth and crown replacement was done to prevent further damage and infection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.